Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display anomaly. The customer¿s blood glucose went up to 300 mg/dl to 331 mg/dl and treated with manual injection. Customer stated that the insulin pump would not turn on even after using a new battery. Customer reported that there is no significant events leading to the issue were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.